Event description:
It was reported that the customer received multiple temperature alarms. The customer was not connected to the pump at the time of the alarm. The customer's blood glucose level was not impacted as the customer was connected to a non-tandem pump.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted, if the device is received.